Event description:
Event complications: bleeding/injury/death - reported 8/26/99. Pt's current status: expired - rpt'd 8/26/99. Event description: the user facility found a little brownish fluid in the catheter, which was thought to be originated from the pump since two days prior to the event (stop autofilling of pump). But the user facility decided to observe it because the amount of the fluid was very scanty and the support of the iabp should be continued. At that day, dysfunction of the iabp occurred, which was failure of autofilling. So user facility could not help removing the catheter. But the user facility could not complete the procedure because it was not extracted from the inserted site of left femoral artery. In the process of removal of the catheter, the blood pressure was down to 60 mmhg and the cvp became 5 cmh2o. The user facility thought that it was relevant to hypovolemic shock due to bleeding. The user facility explored the left femoral artery and the iliac artery to remove the catheter and to control bleeding with replacement of volume. The external iliac artery had been cut off 1cm distal to its origin, and the balloon with dark black colored lump got stuck into the transected distal iliac artery. The lump was hard, located within the balloon, about 1x3x3 cm in size and had irregular margin. The user facility removed the distal iliac artery with the balloon and performed common iliac-femoral artery bypass with 10 mm ringed goretex graft. The user facility should have reapplied the iabp immediately, but the user facility couldn't look for other pump. However, the user facility could insert the borrowed pump from other hosp near by next day. The pt was aggravated and expired of low cardiac output syndrome 5 days later.